Event description:
It was reported that a catheter issue occurred. The 75% stenosed, 30 x 2.75 mm target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. After the catheter was flushed, the image was black and remained black after adjusting brightness and repeated flushing. The tip was blocked and air could not be discharged. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) university. E1 initial reporter phone: (B)(6).